Event description:
Ous MDR - it was reported that after an implant duration of about 1 month, during a follow up this patient was found to have clinical decompensation of heart failure and was hospitalized. An atrial lead dislodgement was detected. A repositioning procedure had been scheduled. According to further information it was not possible to determine if the patient's cardiac decompensation was a result of the right atrial lead dislodgement. No further adverse patient side effects have been reported apart from decompensation of heart failure mentioned above.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.